Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the data you provided. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegms confirmed the presence of noise on the rv channel as reported in the complaint text. Furthermore the rv coil continuity trend curve showed measurements around 300 ohms with intermittent lack of measurements and decreases to <200 ohms in (B)(6)2016, (B)(6) 2017 and (B)(6) 2017. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported, that after an implantation period of approximately 22 months ventricular oversensing was observed during a planned device replacement. The lead was not returned to biotronik.